Event description:
In 2008, the pt reported that while changing her insulin cartridge the plunger became stuck to the piston rod of the infusion device and insulin spilled into the cartridge compartment. She was able to remove the plunger from the piston rod. She was educated on the proper technique for removing the insulin cartridge. She was advised to clean the cartridge compartment with a cotton swab. Upon f/u two days later, the pt stated that the infusion device shows no signs of moisture. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.